Event description:
It was reported that the device was used during an unknown procedure. The clips would not advance. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The analysis results found that the er420 (b) instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, however after the fourth firing the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.